Event description:
It was reported to technical services on 05/03/2011 that this rv lead has noise which caused inhibition of pacing for about 3 seconds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).